Event description:
The suspect device was received on 01/20/2016. An analysis was performed on the returned handheld and the reported allegation of hhd not holding charge was not verified. No anomalies associated with the handheld performance were noted during testing using the ac adapter or the main battery with a full charge. The handheld performed according to functional specifications . No anomalies associated with flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed according to functional specifications.

Event description:
It was reported that the physician's handheld device was not holding charge. The device was reported to be functional for about 30 minutes without being plugged in. When it is plugged in, there is interference during the programming due to electromagnetic interference (emi) and therefore has to be unplugged. The handheld is expected to be returned but has not been received to date.